Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with air bubbles in reservoir. The customer's blood glucose level at time of incident was 124mg/dl. The customer states the bubbles were located in the tubing. The customer states they had large champagne size bubbles. The customer states the reservoir was rewound with a reservoir in place. Troubleshoot was conducted and the air bubbles did not persist after set change. The customer was advised the reservoir would be replaced and returned for analysis.